Event description:
Report received from the USA stating that the device was "broken into two pieces." The device was left on the reporter's desk with no additional information. It was unk to the reporter whether or not the device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.